Event description:
It was reported that an edwards bioprosthetic arotic valve was explanted from a (B)(6) male patient, after an implant duration of approximately 9 years due to prosthetic aortic stenosis. No additional information has yet been provided.

Manufacturer narrative:
The explanted device is expected for return, but has not yet been received. Therefore, the nature of the reported stenosis cannot be evaluated or confirmed. No additional informaiton has yet been provided by the healthcare provider regarding the event and patient medical history. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Additional information and event updates will be reported once available.

Manufacturer narrative:
Method = x-ray. Device evaluation summary: as received, heavy calcification was observed in the cusp area of leaflets 1, 2 and 3. The free margins of leaflets 2 and 3 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 1mm. Host tissue was minimal to moderate at the stent outflow and inflow. Wireform was also exposed on the inflow aspect. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Note that this patient underwent aortic valve replacement at age (B)(6). There is no information to suggest a device quality deficiency that may have caused or contributed to this event.